Event description:
It was reported the lead was capped and replaced due to oversensing of noise and a fracture. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo; lead returned in multiple segments.

Event description:
It was reported the rv (right ventricular) lead was capped and replaced due to oversensing of noise and a fracture. It was later reported that the atrial lead had dislodged into the svc (superior vena cava). The lead was eventually explanted and replaced. No patient complications were reported as a result of this event.